Event description:
It was reported that during a norepinephrine infusion, the titration dose ordered to go from 0.11 mcg/kg/min to 0.09 mcg/kg/min. However, the dose that was entered was 0.9 mcg/kg/min. While this was inside with guardrails limit for titration and no alert fired, it was 10 times the dose that was to be given. Additional information was received following due diligence. It was reported a 57-year-old arrived at the facility following transport from outside facility. The patient remained hypotensive and somnolent and was receiving supplemental oxygen. She was admitted to the intensive care unit. On hospital day three, while the norepinephrine infusion was being weaned, clinician adjusted the programmed dose from 0.11 micrograms per kilogram per minute to 0.9 micrograms per kilogram per minute. Following the dose change, the patient reported headache and feeling warm. Her heart rate increased to approximately 170 beats per minute. After approximately two minutes and administration of an amiodarone bolus, the patient converted to sinus rhythm. The patient was reported to be alert following the event. Norepinephrine was discontinued and phenylephrine was initiated.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.